Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient is currently inpatient hospitalization and reported gastrointestinal bleeding (gi). The patient presented with low hemoglobin (hgb) and hematocrit (hg) with heme positive stools. The patient received iron IV infusion. Per the gastroenterologist there was no need for a patient work up due to the patient¿s hgb and hg increasing without intervention. Anticoagulant at the time of the event was aspirin. There are no reported changes to patient care and any further signs or symptoms of gi bleeding. No additional information was provided.